Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula appeared to be pulled back when removed. No blood glucose reading was given.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor and found sensor was retracted inside sensor base. No broken or missing parts were observed during our analysis. Unable to confirm customer received sensor damage due to customer returned opened and used.